Manufacturer narrative:
Findings: pump received with cracked battery tube thread, cracked reservoir tube lip, cracked and bleeding lcd glass, cracked on display window and minor d. (B)(4).

Event description:
The customer's parent reported via phone call that their insulin pump's screen was completely cracked. The customer¿s blood glucose level was about 180 mg/dl at the time of the incident. Customer was playing and might have fallen into the device. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.